Event description:
It was reported that the patient received inappropriate episodes. During revision, an insulation defect was caused by a scalpel. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the outer insulation abraded and one of the sensing cables abraded at 23.0 cm from the connector pin due to friction with the ICD can. This damage could cause the oversensing reported in the field.

Event description:
On may 7, 2010, a doctor reported that a sybronpro tl implant fractured three months after placement.